Manufacturer narrative:
(B)(4).

Event description:
It was reported that while scheduled therapy was programmed (group b @ 0.5v from 00:00-06:00, group a @ 3.5v from 06:00-21:30, group b @ 0.5v from 21:30-24:00), the activation of group a happened overnight when group b should be active and group b during the day when group a should be active. The event occurred one day prior to the report. The patient was seen by manufacturer's representative two or three days prior to the report to program the scheduled therapy. Patient's status was described as good. Clinician programmer date and time was then verified and then synchronized with the implantable neurostimulator (ins). It was stated that the patient decided that he would like to stop the scheduled therapy and just change the programmed groups manually as needed. Scheduled therapy was disabled and it was reported that the patient would make manual adjustments. Four days later, it was reported that during diagnostics performed clocks were synchronized on all devices. It was stated that patient's clock was off by 45 minutes, which didn't explain previously reported error. The issue determined was stated as "the clock was reset." It was reported that at the request of the patient and caregiver, scheduled programming was turned off to alleviate erratic stimulation. It was stated that the patient was much happier using his programmer to make adjustments.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type lead product ID: neu_ptm_prog, product type programmer, patient. (B)(4).